Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 588 mg/dl, 256 mg/dl, and 176 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.